Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 146 mg/dl. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was not able to troubleshoot during time of call. The customer will return the reservoir for analysis.